Event description:
While using a byte day aligners, patient reported that the upper aligner is causing cuts and ridges in their upper lip and fit of the aligner is off. Advised patient of warm water tip and to file aligners for comfort. Patient responded back that they did try to file the ridge that is cutting their inner upper lip and did the warm water tip. They still have rubbing against their lip and the aligner is still gapping and not fitting correctly.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.